Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) with copd was receiving hemodialysis using a polyflux 210 h dialyzer. During treatment the patient developed dyspnea and oxygen desaturation. Treatment was stopped and the patient was administered cortisone, antihistamine, oxygen and salbutamol. The patient has reportedly presented with similar clinical symptoms when using cellulosic membrane; however, the effects disappeared when using dialyzer with a triacetate membrane.